Event description:
The customer obtained falsely high troponin I results on three heparinplasma samples from one pt based on the evaluated results the pt underwent cardiac catheterization. There was no report of pt harm as a result of this event.